Event description:
It was reported that the patient developed an ulcer at the incision site.

Manufacturer narrative:
No product has been returned to date. Therefore, no conclusion can be drawn. A follow up MDR will be submitted when/if more information is received for the subject product is returned for evaluation.